Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned and visual observations noted a setscrew mark on the terminal pin and no discernable setscrew marks on the ring. Blood/body fluid was noted in the lumen. There was a cut in the outer insulation along with deformed conductor coils at 482mm from the terminal pin. Blood was noted in the outer lumen at the cut location. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. However, the allegations from the field could not be confirmed by analysis.

Event description:
Boston scientific received information that there was difficulty implanting this lead due to the patient's anatomy. This lead later dislodged and had poor pacing in the left ventricle. The lead was explanted and replaced with a non-boston scientific lead. No adverse patient effects were reported.

Event description:
--